Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate untreated ventricular episode. The patient was seen in clinic for further follow up. The representative requested analysis be performed. Analysis found no additional ventricular events had been stored since the previously reported untreated stored episode. Additional information was then received that noise and oversensing resulted in an inappropriate shock. X ray imaging was recommended. No adverse patient effects were reported.